Event description:
The customer reported erroneously elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for two patients, during wash valve and wash pump motion system errors involving unicel dxc 600i synchron access clinical system. The erroneous results were not released out of the laboratory as the values did not correlate with an alternate methodology. The customer stated quality control (qc) recovered out-of-range high after the event. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) noted wash pump motion, valve, and home system errors in the event log. The fse discovered heavily misaligned ultrasonics transducer horn, a broken sample door sensor, and missing teeth on the incubator belt. The fse rebuilt the wash valve, replaced the wash pump, ultrasonics transducer, and the closed tube aliquotter (cta) unicel dxc 600i sample carousel door sensor. The fse performed a mandatory belt modification and all alignments and system specifications were verified. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications.